Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.

Event description:
The hcp reported that at follow-up, review of the pump logs revealed a motor stall had occurred; the patient underwent a CT scan in 2007, the next day, the logs showed the pump had alarmed with the message "stopped pump may exceed 48 hours". No evidence of motor stall recovery was seen; the patient was not doing well and had no pain control, they were managing the patient. The drug used in the pump was morphine. The pump was returned for analysis stating the patient had experienced withdrawals after logs showed rotor stall; no dye study or rotor study had been performed. Additional information received from the hcp confirmed that the patient had experienced withdrawal symptoms and telemetry of the pump saw no recovery from motor stall. The product was replaced; the patient has recovered without sequela.